Event description:
Adverse event(s): "aborted the case" (no code available). Product problem(s): "error code in the middle of the case" (device displays error message). A customer reported receiving an error code in the middle of a case. The power was recycled and the system worked, the system message was displayed again. The surgeon managed to finish the case without any injury to the patient. Additional information was received: the scrub technician reported the system was working fine until they switched to the oil injector mode at which time the system locked up. The system was shut down completely and rebooted, primed and tested. When switching to oil injection the system locked up again. The surgeon closed the patient's eye and aborted the case. The surgery was about 3/4 of the way completed. The scrub technician is unsure if the patient will require additional surgery. The nurse reported the facility had just installed a new nitious system and this was the first case using the new system. She stated the two cases scheduled to follow were rescheduled for the afternoon while they obtained another system, after which both cases were completed with no issues.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problems. However, the representative did observe the error code in the event log. A psi regulator was replaced and preventive maintenance was done. The system was then tested and met all product specifications. (B)(4)